Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, insulation breakdown was observed on the right atrial lead. The lead was repaired using a repair kit. No electrical anomalies were noted. The patient was stable throughout.